Manufacturer narrative:
Supplemental1_MDR_2016493-2025-86416 was submitted to recall the MFR no.2016493-2025-86416 as determined to be there were no adverse events or injuries reported based on this event. Upon further evaluation of the complaint, it has been determined that the complaint is not reportable per our MDR reportability evaluation process. The event is attributed to an administration configuration error which is deemed as non-reportable. Additionally, notes documented within the case file indicate that the previously reported issue was due to system settings not correctly configured by the user facility and that the issue was resolved once the settings were corrected. There was no apparent device malfunction.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini cabinets was not dispensing medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1(initial reporter facility name - (B)(6) center). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system got upgraded recently and it looked like that there were some transactions going through. A technical support specialist confirmed that the issue was resolved.